Event description:
It was reported that the brakes are failing.

Manufacturer narrative:
It was reported that the brakes are failing. It was further reported that it is difficult to control speed when descending a ramp. The customer stated that while assisting a user out of the transport chair on a ramp outside the home, the chair rolled backward due to the brakes not functioning properly. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.